Event description:
It was reported that during a pancreatoduodenectomy procedure, the blade was broken off during use. The tip was retrieved. The doctor commented that the device had not touched a forceps or something. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time